Event description:
The hospital reported that at the very beginning of the procedure, the device would not heat up for coagulation. A second device was connected with similar result. The or staffs replaced three different cords, replaced two bovie cords and both devices did not work. A third device was used for the procedure and the procedure was completed. The hospital did not report any pt complication.

Manufacturer narrative:
Investigation results: investigation was completed and the device passed the functional electrical test. The resistance measurements were found to be within its specs. A pre-cautery test was conducted several times while extending and retracting bisector shaft and the device was sizzling and steaming over various positions and footswitch applications. The reported failure could not be reproduced. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.